Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing of noise causing pacing inhibition. High out of range pacing impedance measurements and high thresholds were also noted on the ra channel. Surgical intervention was performed and the ra lead was confirmed to be fractured. The ra lead was abandoned and replaced. No additional adverse patient effects were reported.